Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the kit of the screw driver broke off when advancing the screw into the spinous process. A new driver was grabbed to continue the procedure and there was a five minute delay due to the reported issue. There was no reported impact on patient outcome. No additional information was provided.